Manufacturer narrative:
Device investigation summary: the complaint condition for the 357.377 (lot: 5241191) helical blade coupling screw was likely caused by over nine years of consistent use and possibly off angle hammer strikes; however, this complaint is not likely a result of any design related deficiency. The 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported that the head of the device had broken off during surgery. This condition is confirmed; the knurled head of the device has shorn off the shaft. It is likely that over nine years of consistent use and possibly off angle hammer strikes have led to this complaint condition. The device was manufactured in 11/2006 and is over nine years old. The balance of the returned device is in fairly worn condition with several markings and signs of wear consistent with its advanced age. Device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review - release to warehouse date: 16 nov 2006. Supplier- synthes: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, when inserting the helical blade the coupling screw head broke off. The piece of screw remains in the helical blade. The helical blade was left implanted. A surgical delay of twenty (20) minutes was reported. The patient outcome was good. This is report 1 of 1 for (B)(4).